Event description:
A female dental assistant was wearing latex gloves when she started having difficulty breathing and her throat started to feel as if it was swelling. The assistant stated she believes she has an allergy to rubber, elastic and latex from years of wearing these materials. The assistant did not seek any medical attention and was not prescribed any medication, nor did she take any otc medications to treat the reaction. The swelling was reported to subside on its own.